Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the pump received compromised force sensor system alarm when they changed the reservoir. The customer stated that they had received error alarm and it occurred during the rewind and prime sequence. It was also stated that the pump had a whining noise and then shut off. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.